Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-01238. It was reported that stent thrombosis occurred and the patient died. The target lesions were located in the left anterior descending (lad) and ramus arteries. A 2.75x38mm promus premier drug-eluting stent was implanted in lad and a 2.50x32mm promus premier drug-eluting stent was implanted in ramus. The procedure was completed with these devices. The patient came back in the evening with stent thrombosis. The patient was brought to the operating room, however the patient died.